Event description:
During adenoidectomy - spark from suction bovie caused a fire in oral cavity. Caused charring of buccal mucosa and uvulopalatal area. Oral cavity was doused with irrigation solution. Oral cavity was then packed with ice. Pt was extubated without difficulty after direct laryngoscopy. Pt remained stable. Was transferred to hospital for observation. Pt discharged.